Manufacturer narrative:
Continued date of birth: 1972. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left side "rupture, based on MRI". Device remains implanted.